Manufacturer narrative:
"The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the noisy image and scope communication error code (e216) were traced to a component failure. However, for the white residue in the air/water (aw) channel, auxiliary channel, and air/water (aw) cylinder, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."

Event description:
It was observed during the device evaluation that the colonovideoscope displayed a noisy image, a scope communication error code (e216), and white residue in the air/water (aw) channel, auxiliary channel, and air/water (aw) cylinder. There was no patient involvement.